Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse reseated the man-machine interface to the keypad and the issue was resolved.

Event description:
It was reported that the keypad was not functioning properly. There was no patient involvement.